Manufacturer narrative:
Supplemental medwatch being submitted due to error in g3 of previously submitted report.

Event description:
Physician reported to an allergan rep they will have a replacement surgery in (B)(6) due to a rupture. Device were implanted in 2006. Physician later reported on the pfn "highly reworked prosthesis with altered colour and surface texturing. Abundant silicone gel over the entire surface". This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unspecified side rupture. The device remains implanted.